Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suturecut needle driver instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the customer reported the large suturecut needle driver instrument wire popped out near the hinge. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The large suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.